Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an out-of-range (oor) pacing lead impedance issue (unknown value). The patient was complaining of shortness of breath (sob) however the healthcare professional (hcp) thought it was not related to the pacing impedance. Ts discussed than an oor may have happened but it was just not showing up in the daily measurements. Ts further discussed that it would be on the physician¿s discretion and may consider bringing the patient in for evaluation. Additional information indicated that there was no intervention performed at this time and will continue to monitor the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.